Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen display was black and no longer illuminating. Reportedly, the customer plugged the pump into a power source in attempt to turn the screen on, and upon unplugging the pump the pump display turned back on. Subsequently, it was noted that the touchscreen was unresponsive to presses when turned back on, and making a "high pitched" sound. Customer had elevated blood glucose levels (387 mg/dl). Customer stated they will use manual injections to bring blood glucose levels back to target range.